Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of call service 078 alarm, a motor rewind error related alarm. The caps were returned and used in the evaluation. The pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported call service alarm was verified in the black box but not duplicated in the investigation. Unrelated to the reported issue, the display was found to be dim and discolored. The battery compartment was found to have cracked from the grip pad to the case seal. The pump casing was opened and moisture contamination was evident on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump alarmed for motor rewind related warnings multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.